Event description:
"Leak in iab circuit" and "rapid gas loss" alarms sounded. Datascope/maquet clinical had the customer troubleshoot for reasons alarms would occur. On (B)(6) 2011, 7:45pm datascope called to troubleshoot iabp. Call repeated a 8:33pm for same alarm. On (B)(6) 2011, 1:15am machine continued to show "rapid gas loss" and "iabp leak." Iabp pulled at 11:45pm, (B)(6) 2011.

Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was over the catheter but it was not a maquet product. One kink was found near the y-fitting approximately 76.2cm from the tip. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The kink was induced and iab pumped normally and no alarm sounded from the pump. Conclusion: the reported events cannot be confirmed by the evaluation. (B)(4).